Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. New information added to the following fields: h3, h4 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Based on the investigation results, it is likely that the following led to the reportable malfunction: reprocessing was not conducted properly due to leakage by deformed switch 2. Subsequently, the material was not possibly eliminated. Due to the deformation of switch 2, water tightness was lost. A definitive root cause could not be identified. The subject event can be detected and prevented by implementation in accordance with the below IFU. Detection methods are written in IFU: evis exera ii tjf type q180v operation manual chapter 3 preparation and inspection. Prevention measures are written in IFU: evis exera ii tjf type q180v reprocessing chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.

Event description:
It was observed during device evaluation that white foreign material was found in the air/water tube and cylinder of the duodenovideoscope. There was no patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.